Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device. The instrument was received partially applied with four remaining clips. The distal end of the channel cover was cracked and damaged. The jaws were found misaligned. The handle was cycled to load a clip for functional evaluation. The instrument was found to cycle without binding. The clip ejected from the jaws unformed. The condition of the instrument precludes further functional testing. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a colectomy, "ligation could not be made and tissue damage was observed. Therefore the clip was replaced with a new one. The case time was extended for 20 minutes and additional anesthesia was given to the patient. The patient status is fine, she left from the hospital." Another endo clip was opened to complete the procedure. The clips were being placed on the cystic duct and cystic artery when the incident occurred. There was tissue damage. The tissue was deformed. The jaws was placed correctly tissue, but clips didn't allow to closure. The device was never used before. Clips were unclosed in a u shape.